Manufacturer narrative:
The device was returned to zoll medical for revaluation. The reported malfunction was observed, and isolated to the multi-function cable.

Event description:
Complainant alleged that while monitoring a female pt, the device displayed a "check pads" message. Complainant indicated that, the clinician obtained another device to continue treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.